Event description:
The customer reported that no image was displayed resulting in a loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse. The system operates as intended.